Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the information collected, fluoroscopy stopped working during the procedure. Philips has analyzed the log files and identified that first the system experienced a windows eventlog blockage during which the command handling (e.g. X-ray, table movement) was not responding. The system recovered itself from this windows eventlog blockage. However, after this, the connection with the flexvision pc was lost and images were no longer displayed on the flexvision screen requiring the system to be restarted. After the restart of the system, the procedure was completed successfully. This resulted in a total delay of 10 minutes. Remedial action: customer information letter has been provided about the windows eventlog blockage issue (B)(4).

Event description:
It has been reported to philips that during an emergency neuro vascular procedure the system stopped working. No harm to the patient or user has been reported to philips philips has started an investigation for this complaint.

Event description:
It has been reported to philips that during an emergency neuro vascular procedure the system stopped working. No harm to the patient or user has been reported to philips. Philips has started an investigation for this complaint.